Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalised on (B)(6) 2024 due to low blood glucose. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: on (B)(6) 2024, at 3:00 pm, a patient was rushed to the emergency room due to a severe low blood glucose (lbg) event. The incident was reported by the patient's son, who accompanied them to the hospital. Upon arrival at the emergency room, the patient's blood glucose level was measured at a critically low 47 mg/dl. The medical team immediately sprang into action to address this life-threatening situation. They administered a glucagon shot to rapidly raise the patient's blood sugar levels and initiated an intravenous (IV) drip to provide a steady supply of glucose and fluids. It's worth noting that the patient had been using an insulin pump leading up to this hospitalization, which may have played a role in the lbg event.

Event description:
To date additional patient or event details have been received which are added h11.